Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
A (B)(6) male patient underwent flex urs kidney stone procedure with wolf cobra and another manufacturer's (teleflex) wire guide on (B)(6) 2014. A piece of wire guide became stuck in ureter. They caught the end of the wire out o the kidney with an extractor. Per the initial reporter, the patient did not require any additional procedures not any adverse effects due to this occurrence.